Manufacturer narrative:
As no part or lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
According to the available information, the device was removed and replaced due to not pumping more than three times [sticking/ resistance].